Manufacturer narrative:
The previously submitted MDR inadvertently provided the wrong suspect device for the event.

Event description:
It was reported that during the programming of a new implanted generator, a message "runtime error" ((B)(4)) was observed on the screen of the programming handheld computer. Further follow up indicated that the patient has been seen by the physician and they could interrogate and program the patient's device. A system diagnostic was performed without issue. It was reported that it was found that the 9v battery of the wand was depleted; after replacing the 9v battery the vns programming system works fine. No additional information was provided to date.

Manufacturer narrative:
The previously submitted MDR inadvertently provided the wrong suspect device for the event.

Event description:
The suspected programming computer was received by the manufacturer for the analysis on 09/28/2016. An analysis was performed on the returned handheld and the reported suspected issue was not verified. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. An analysis was performed on the returned flashcard and no anomalies associated with flashcard software or databases were identified during the flashcard analysis. The handheld, flashcard and software performed according to functional specifications.